Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that hemostasis was attempted using a proglide device after an interventional percutaneous coronary procedure. Reportedly, no suture was present when the plunger was removed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no report of clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent information was received: the procedure was done in a calcified right common femoral artery using a 6f sheath. No additional information was provided.